Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 500 mg/dl. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 500 mg/dl. The customer stayed in hospital for a few days. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion. The customer reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose was unknown mg/dl. The customer was assisted in performing self-test and it passed. The customer was advised to monitor pump.